Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with a failed self test. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the radio frequency error. The customer confirmed that the alarm occurred three times. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.